Manufacturer narrative:
H6: patient codes: added cardiac arrest e0602.

Event description:
It was reported that st elevation, hypotension and device embolization occurred. Procedure summary: a left atrial appendage (laa) closure procedure was performed. The patient had a very short landing zone before a near 180 degree take off posteriorly into a chicken wing lobe. Initial measurements of the ostium were coming in around 15/16mm, and consideration was given to a 20mm watchman flx delivery system with a mid-posterior puncture to utilize as much working length as possible. Subsequent measurements by the main operator were bigger, at around 20-23mm at the 135 degree view. The 24mm watchman flx laa closure device and delivery system was selected. When the watchman truseal access system was introduced, there were some electrocardiogram changes observed with presence of st elevation. Fluids were given to increase pressure, atropine was drawn up but not administered, and the procedure was continued. The electrocardiogram settled after several minutes. The watchman flx delivery system was advanced after the flex ball was formed with the sheath marker positioned at the level of the ostium. Then a subsequent unsheathing after the flex ball was at or near the far wall of the appendage. The initial deployment demonstrated a reasonable position in relation to the ostium, but an inferior shoulder on the mitral side. Withdrawing the sheath back and performing a tug rest improved the position of the watchman flx closure device and obtained a more coaxial alignment with a residual shoulder but good seal. A further tug test was performed, then measurements were taken at 0, 45 & 90 135 degrees. Shortly after release, the watchman flx closure device moved quickly to the left ventricle. The patient became hemodynamically unstable and cardiopulmonary resuscitation was initiated. The patient was revived quickly, and it became apparent that the closure device had now moved into the descending aorta, where it sat on its side. The closure device was snared into a 20f femoral sheath through the right femoral artery successfully, and the closure device was captured and removed from the body. The patient remained stable through this period, and afterwards was successfully awakened. Femoral access was successfully closed using 2 non-boston scientific suture devices, and venous access for the watchman device was also closed successfully. The patient remained stable and well following the procedure.

Event description:
It was reported that st elevation, hypotension and device embolization occurred. Procedure summary: a left atrial appendage (laa) closure procedure was performed. The patient had a very short landing zone before a near 180 degree take off posteriorly into a chicken wing lobe. Initial measurements of the ostium were coming in around 15/16mm, and consideration was given to a 20mm watchman flx delivery system with a mid-posterior puncture to utilize as much working length as possible. Subsequent measurements by the main operator were bigger, at around 20-23mm at the 135 degree view. The 24mm watchman flx laa closure device and delivery system was selected. When the watchman truseal access system was introduced, there were some electrocardiogram changes observed with presence of st elevation. Fluids were given to increase pressure, atropine was drawn up but not administered, and the procedure was continued. The electrocardiogram settled after several minutes. The watchman flx delivery system was advanced after the flex ball was formed with the sheath marker positioned at the level of the ostium. Then a subsequent unsheathing after the flex ball was at or near the far wall of the appendage. The initial deployment demonstrated a reasonable position in relation to the ostium, but an inferior shoulder on the mitral side. Withdrawing the sheath back and performing a tug rest improved the position of the watchman flx closure device and obtained a more coaxial alignment with a residual shoulder but good seal. A further tug test was performed, then measurements were taken at 0, 45 & 90 135 degrees. Shortly after release, the watchman flx closure device moved quickly to the left ventricle. The patient became hemodynamically unstable and cardiopulmonary resuscitation was initiated. The patient was revived quickly, and it became apparent that the closure device had now moved into the descending aorta, where it sat on its side. The closure device was snared into a 20f femoral sheath through the right femoral artery successfully, and the closure device was captured and removed from the body. The patient remained stable through this period, and afterwards was successfully awakened. Femoral access was successfully closed using 2 non-boston scientific suture devices, and venous access for the watchman device was also closed successfully. The patient remained stable and well following the procedure. It was further reported that the patient was sufficiently hydrated at the time of procedure. The watchman was coaxially aligned at the laa ostium with residual shoulder and had good seal before embolization, with a left atrial pressure of 11 in sinus rhythm. Within 3 minutes of implant, the watchman embolized and the patient went asystolic. CPR returned the patient to sinus rhythm. The device was then percutaneously snared through the right femoral artery. The patient remains stable.

Manufacturer narrative:
E1: initial reporter phone and email - updated.

Event description:
It was reported that st elevation, hypotension and device embolization occurred. Procedure summary: a left atrial appendage (laa) closure procedure was performed. The patient had a very short landing zone before a near 180 degree take off posteriorly into a chicken wing lobe. Initial measurements of the ostium were coming in around 15/16mm, and consideration was given to a 20mm watchman flx delivery system with a mid-posterior puncture to utilize as much working length as possible. Subsequent measurements by the main operator were bigger, at around 20-23mm at the 135 degree view. The 24mm watchman flx laa closure device and delivery system was selected. When the watchman truseal access system was introduced, there were some electrocardiogram changes observed with presence of st elevation. Fluids were given to increase pressure, atropine was drawn up but not administered, and the procedure was continued. The electrocardiogram settled after several minutes. The watchman flx delivery system was advanced after the flex ball was formed with the sheath marker positioned at the level of the ostium. Then a subsequent unsheathing after the flex ball was at or near the far wall of the appendage. The initial deployment demonstrated a reasonable position in relation to the ostium, but an inferior shoulder on the mitral side. Withdrawing the sheath back and performing a tug rest improved the position of the watchman flx closure device and obtained a more coaxial alignment with a residual shoulder but good seal. A further tug test was performed, then measurements were taken at 0, 45 & 90 135 degrees. Shortly after release, the watchman flx closure device moved quickly to the left ventricle. The patient became hemodynamically unstable and cardiopulmonary resuscitation was initiated. The patient was revived quickly, and it became apparent that the closure device had now moved into the descending aorta, where it sat on its side. The closure device was snared into a 20f femoral sheath through the right femoral artery successfully, and the closure device was captured and removed from the body. The patient remained stable through this period, and afterwards was successfully awakened. Femoral access was successfully closed using 2 non-boston scientific suture devices, and venous access for the watchman device was also closed successfully. The patient remained stable and well following the procedure.

Event description:
It was reported that st elevation, hypotension and device embolization occurred. A left atrial appendage (laa) closure procedure was performed. The patient had a very short landing zone before a near 180 degree take off posteriorly into a chicken wing lobe. Initial measurements of the ostium were coming in around 15/16mm, and consideration was given to a 20mm watchman flx delivery system with a mid-posterior puncture to utilize as much working length as possible. Subsequent measurements by the main operator were bigger, at around 20-23mm at the 135 degree view. The 24mm watchman flx laa closure device and delivery system was selected. When the watchman truseal access system was introduced, there were some electrocardiogram changes observed with presence of st elevation. Fluids were given to increase pressure, atropine was drawn up but not administered, and the procedure was continued. The electrocardiogram settled after several minutes. The watchman flx delivery system was advanced after the flex ball was formed with the sheath marker positioned at the level of the ostium. Then a subsequent unsheathing after the flex ball was at or near the far wall of the appendage. The initial deployment demonstrated a reasonable position in relation to the ostium, but an inferior shoulder on the mitral side. Withdrawing the sheath back and performing a tug rest improved the position of the watchman flx closure device and obtained a more coaxial alignment with a residual shoulder but good seal. A further tug test was performed, then measurements were taken at 0, 45 & 90 135 degrees. Shortly after release, the watchman flx closure device moved quickly to the left ventricle. The patient became hemodynamically unstable and cardiopulmonary resuscitation was initiated. The patient was revived quickly, and it became apparent that the closure device had now moved into the descending aorta, where it sat on its side. The closure device was snared into a 20f femoral sheath through the right femoral artery successfully, and the closure device was captured and removed from the body. The patient remained stable through this period, and afterwards was successfully awakened. Femoral access was successfully closed using 2 non-boston scientific suture devices, and venous access for the watchman device was also closed successfully. The patient remained stable and well following the procedure.